Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro instrument was failing calibration and qc on multiple cartridge chemistry (cc) side analytes. Troubleshooting by the customer, with the assistance of hotline support by phone, revealed a loose and leaking reagent syringe. The customer tightened the syringe, however, reagent probe b continued to leak. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse did not find leaking syringes or probes; the sample/reagent delivery system was inspected with no issues observed. Upon recur, a loose/leaking reagent syringe can impact any or all cc side chemistries, including critical chemistries. (B)(4).